Event description:
The contralateral pullwire became caught on the hooks of the superior attachment system upon retraction of the jacket. This was resolved with the use of a guiding catheter. The contralateral wire could not be advanced. A retroperitoneal surgical cutdown was performed to facilitate access and resolve this problem. After implantation, stents were placed in both the ipsilateral and contralateral limbs to improve flow.